Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using provided instructions, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction code appeared again.